Manufacturer narrative:
The insulin pump was received with moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
It is reported that a customer reports fluid and moisture in their insulin pump. The customer has a blood glucose level was 154 mg/dl. The customer states that there is fluid/moisture in the device. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement pump was shipped to the customer. The customer sent the product back for analysis. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.